Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture, exhibited an increase in thresholds, oversensing of noise, no capture, and an impedance jump. The rv lead was initially reprogrammed and several days later, was explanted and replaced. No patient complications have been reported as a result of this event.